Manufacturer narrative:
Inspected one random opened/used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with insulin pump. Connected the sensor to the transmitter, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had high blood glucose. The customer's blood glucose was 435 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The insulin pump will not be returned for analysis.